Event description:
It was reported the pt had impedance issues and her system was auto reducing. A sjm rep adjusted the pt's scs system; however, it did not resolve the issue. It was also reported the pt's stimulation was turning on and off intermittently. Follow-up information identified the pt had a fall. The pt believes the loss of stimulation happened prior to the fall. X-rays identified the pt had a partially fractured lead. Surgical intervention for lead replacement is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.